Event description:
It was reported that the device would not power on with battery power. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4).the samples were returned to the baxter failure analysis lab for evaluation. The evaluation results indicate: product evaluation for pilgrim complaints (B)(4), (B)(4) & (B)(4). Received 5 used samples of product code 2c6201, lot ur09d21041 & ur09j20058 with 5 empty pouches. One pouch from lot ur09d21041 & 4 pouches from lot ur09j20058. All five samples were visually inspected for cracks or breaks, none were found. Each sample was then underwater leak tested. A leak was detected in all five samples between the stopcock handle valve body and housing. Visual inspection under a microscope showed the off handle had been torqued past the housing stop. All complaints will be confirmed.

Manufacturer narrative:
(B) (4). As part of the evaluation baxter contacted the customer to ascertain details surrounding the event. Baxter received complaint samples from the hospital and performed leak testing and visual inspection. Baxter was able to determine that the handle of the 3-way large bore stopcock had been forced past the housing stop. Turning the handle past the housing stop can cause the housing to deform and cause a leak channel. The labeling material that accompanies the product was also reviewed and found to be adequate. The 3-way large bore stopcock (product code 2c6201) is purchased from a third party supplier. The most recent change to the design took place in 2003. This change is not suspected to have contributed to the event. There have been no other changes since 2003. A review of complaints and MDR's found one additional MDR with a similar failure mode and root cause, MDR access number 6000001-2010-00447 (baxter complaint (B) (4)), which was reported on march 26, 2010. There were 15 similar complaints reported over a two year review period ((B) (6) 2008 thought (B) (6) 2010) on the 3-way large bore stopcock. Baxter?s investigation did not find evidence indicating an issue with the 3-way large bore stopcock design or process. We will continue to monitor the product performance. A review for complaints on other stopcock designs was also performed and there were no indications of a trend.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The pt stated that the alleged issue began on (B) (6) 2010 (time not clearly specified). The pt reported blood glucose results of "190 mg/dl" with the subject meter and "139 mg/dl" on the onetouch profile meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. Per the pt, she manages her diabetes with insulin (no adjustments); however, as a result of the alleged issue, the pt stated she decreased her food/drink intake on (B) (6) 2010. Twenty four hours after the reported issue began, the pt claimed she felt nervous, shaky, and had an elevated blood pressure. The pt denied receiving any treatment as a result of the alleged meter issue. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and that the blood glucose results were from the approved (per owner's manual) sample site. In addition, the cca noted that test strips were not stored properly (as recommended in the owner's manual) and/or the test strips were expired. Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Event description:
On (B) (6) 2010, baxter (B) (4) product surveillance was notified of a complaint from a customer regarding a 3-way large bore stopcock, lot number unknown, that cracked during patient infusion of inotropes (unknown) resulting in a fall of the blood pressure to an unknown level. Reportedly this has been a recurring problem. In this case three different stopcocks cracked during use on the same patient three times in one shift. The customer indicated that the nurse changed the stopcock 3 times and it kept cracking. The patient involved was on large doses of inotropes, and the blood pressure fell as a result of not receiving the full dose of medication. The sample is available for evaluation. This complaint will be considered the third event of cracking.

Manufacturer narrative:
(B) (4). The sample is available for evaluation, however, the sample has not yet been received, therefore the evaluation is pending.

Event description:
The following additional information was received from the facility by the (B) (4) on 03/04/2010: the male patient was admitted to the (B) (6) hospital pediatric intensive care unit (picu) post repair of an atrioventricular septal defect on an unknown date in (B) (6). The patient demographics are unknown. The patient had a central venous line and was infusing epinephrine at a rate of 0.5ml/hour (0.05mcg/kg/minute) with normal saline at a rate of 2.5ml/hour. The total volume going through the line was 3ml/hour. The product code was 2c6201, lot number unknown. There was no allegation against the pump. Upon receipt from the or, the nurse noted blood backing up through the central venous line (cvl). The nurse was unable to flush the line due to the fact that it was infusing epinephrine so watched to see if it would clear on its own. Two to three minutes later noted the blood continuing to back up and the bed underneath the stopcock was wet. Removed the stopcock and replaced it with another and the same scenario repeated itself. Removed this stopcock and flushed with normal saline through the stopcock. The patient was not getting his medication and was starting to have fluctuations in the blood pressure. When flushed with normal saline, noted it was leaking out through the back of the stopcock. A new stopcock was applied and the problem was noted encountered again. The patient was a small baby (B) (6) and the systolic blood pressure was somewhere in the high 70's when the patient was received from surgery. The blood pressure dropped to the high 50's. One 5ml/kg fluid bolus of albumin was administered. After the intervention the systolic blood pressure was restored to the high 70's. The patient's condition improved after the intervention. Other than the drop in blood pressure the patient's medical condition was stable. The patient's vital signs and neurological status at the time therapy was interrupted are unknown but the patient was sedated at the time of therapy. The patient's hospital stay was not extended due to the event. The medical history and concomitant medications are unknown. The patient outcome was good.

Manufacturer narrative:
(B) (4).